Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the partial lead was returned in segments and analyzed and the distal conductor was fractured. There was blood/body fluid (not obstructed) on the proximal conductor. The outer insulation was breached cut. There was a white substance on the outer insulation and it had a cosmetic depression.

Event description:
It was reported that the right atrial lead had an apparent conductor fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.